Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart, external ram crc error, backlight anomaly and damage. The customer's blood glucose level was unknown at the time of incident. The customer reported in the last six to eight months the internal battery is not doing well, the light doesn't light up as well and when does a battery change must reset the date, year and time. The customer did troubleshoot and found the corner of the lcd screen had a rough edge and crack and was unable to clear the alarm. The insulin pump will be returned for analysis.